Manufacturer narrative:
Evaluation method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2005, the pt was implanted with an scs system. It was reported on (B)(6) 2010, the lead was explanted due to infection. The type of infection is unk at this time. The ipg is still implanted and it was reported that the pt was provided antibiotics and is not doing fine.